Event description:
It was reported that during a nucleoplasty procedure using a perc dlr wand and a system 2000 controller, the controller shut down and would not power back on. The procedure had to be canceled, as there was no back up equipment available. There was no further information provided regarding patient complications or rescheduling of the procedure.